Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.400.101, lot: 8200836, manufacturing site: bettlach, release to warehouse date: febraury 25, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received screwdriver shaft is an very used condition, the stardrive and as well the hexagon tip are worn form often and intense use, the laser markings are faded from often reprocessing. Functional testing: the complained malfunction that the knob of the handle is not functional could not be reproduced with the received screwdriver shaft. The knob can be pushed and goes back to the end position without any issue. Also the received screwdriver shaft can be inserted, is hold in position when the knob is released and can be removed from the handle when the knob is pushed. No functional issue could be detected. Investigation conclusion: the complained malfunction of the handle could not be replicated with the screwdriver shaft, therefore is the complaint rated as unconfirmed regarding the functional issue with the handle. Nevertheless is the complaint rated confirmed because the screwdriver tips are in a end of life condition. After a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for proximal humeral fractures by using the screwdriver shaft and handle. During the surgery, at the time of cortex screw insertion, the surgeon pushed the button(knob) of the handle in order to connect screwdriver shaft, but the button(knob) of the handle did not get back to the original position. As a result, surgeon could not connect the screwdriver shaft with the handle. Finally, the button(knob) got back to the original position, but it was not workable. Surgeon used other devices (screwdriver shaft and quick handle) in the instrument box and completed the surgery successfully with a less-than-30-minute delay. No further information is available. Concomitant devices reported: cortex screw (part# unknown, lot# unknown, quantity# 1; hand f/scrdrivershaft-2.5-hex t15 (part # 03.400.111, lot # 3l23002, quantity 1). This report is for one (1) screwdriver shaft 2.5 hexagonal/stardrive t15. This is report 2 of 2 for complaint (B)(4).